Event description:
The customer reported that the waste pump of the architect analyzer stopped working with the waste fluid overflowed. While inspecting the waste pump the customer observed smoke coming out of the pump. No injuries were reported and no impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Evaluation is in process and the results will be submitted in a follow-up report

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. A search of the service history for the instrument found no other tickets related to the complaint under investigation. No adverse trends for the waste pump were identified and the architect system operations manual has adequate labeling for electrical hazards of the system. Based upon the data available and the results of this evaluation, no product deficiency was identified related to the malfunction reported by the customer.